Event description:
It was reported that when the device is turned off, the charge led flashes. When the device is turned on, the led illuminates steady. There was no pt associated with the reported event.

Manufacturer narrative:
The biomed at the customer site replaced the power supply, resolving the issue. The root cause for the reported failure was determined to be due to a failure of the power supply. After the power supply was replaced, proper device operation was observed by the customer. Physio-control cannot investigate this failure any further, as the replaced power supply will not be returned for evaluation.